Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning and the instrument/suction channel was flushed with water during pre-cleaning. Regarding the manual cleaning: the customer confirmed the device was pre-soaked before manual cleaning; the instrument channel outlet was cleaned with lint-free cloths/brushes/sponges; and the instrument channel, channel port and suction cylinder were brushed. The customer did not confirm whether there were abnormalities in the reprocessing accessories. During visual examination, the following additional issues were found: the bending section cover adhesive was chipped with a cloudy area; the electrical connector was discolored due to water leakage; the hand grip was sheared; the universal cord was dented; the universal cord was scratched; the image guide protector was damaged; the connecting tube was scratched; the forceps elevator was scratched; the light guide lens was cracked; and the adhesive around the light guide lens was peeled. Functional testing showed the bending angle for the up direction did not meet with specifications and the up/down directional knob had excess play. Both directional issues were caused by a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The source of the foreign material could not be specified and there was no physical damage to the device where the foreign material was found. The investigation could not confirm that the customer's reprocessing was conducted in accordance with the device instructions; it was determined possible the issue occurred due to insufficient cleaning. However, a definitive root cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis lucera duodenovideoscope for service. The customer did not report any product issues. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the suction port. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.